Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. The product label was considered to be a label flaw and therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd difco¿ tryptic soy agar that there was a label issue. The following information was provided by the initial reporter: customer reports that part of the label information is missing.

Manufacturer narrative:
Common device name: culture media, non-selective and non-differential. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd difco¿ tryptic soy agar that there was a label issue. The following information was provided by the initial reporter: customer reports that part of the label information is missing.